Manufacturer narrative:
Device available for evaluation? Yes. Returned to manufacturer on: 12/06/2016. Device returned to manufacturer? Yes. Device evaluation: the preloaded delivery system was returned at the manufacturing site for evaluation. Visual inspection at 10x microscope magnification showed residues of viscoelastic solution (ovd) on the cartridge, indicating that the unit was handled and prepare for surgical use. Heavy dent/distortions and a crack/split were observed on the cartridge's tip. No assembly errors and/or defects related to manufacturing process were observed in the preloaded insertion system. The intraocular lens (iol) was not returned for inspection. The customer's reported complaint was verified. All pertinent information available to abbott medical optics has been submitted.

Manufacturer narrative:
No patient contact reported. Device evaluation: the preloaded delivery system was not returned at the manufacturing site; therefore product testing could not be performed and the customer's reported complaint could not be verified. Manufacturing records review: the manufacturing records were reviewed. The product was manufactured and released according to specification. Labeling review: the directions for use (dfu) were reviewed. The directions for use (dfu) adequately provides instructions and precautions along with warnings for the proper use and handling of the device. As a result of the investigation there is no indication of a product quality deficiency. All pertinent information available to abbott medical optics has been submitted.

Event description:
It was reported that during handling but prior to insertion, the cartridge''s tip of a preloaded delivery system was noted cracked. There was no patient contact and no patient injury was reported. It was noted that the device was not being returned. No further information was provided.